Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the bed has unintentional movements of the bed functions. There were no reported injuries.